Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (2mg/ml at .5949 mg/ml) and bupivacaine (4.0mg/ml at 1.1899 mg/ml) via an implantable infusion pump. It was reported that the patient was admitted to the hospital for possible overdose. The hcp turned the pump down (daily dose of dilaudid to 0.5006 mg and 1.0012mg of bupivacaine) and updated pump it as a precaution. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the overdose was unknown. No further complications have been reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump was reduced to minimum rate and the patient's pain was controlled via intravenous medication. No further complications have been reported.